Event description:
The caller provided that, "two batteries" were replaced and then an infection developed on the lower implant; this battery was explanted. He stated that the pt had to wait for the wound to close and she had to go through a leg amputation surgery before getting another device implanted. The new device was going to be implanted on the opposite side of the site where the infection had developed. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.